Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). As usual, the main body was set and the umbrella was opened, but it was not hemostatic and the field of vision could not be secured. Inserted the heart string as usual and opened the umbrella, but couldn't stop bleeding because it was not in close contact, and couldn't secure the field of view of the operative field. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 27dec2019 and investigation was conducted on 23jan2020. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device, with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window. The delivery device was removed from the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal. No cracks were observed on the seal, and it appeared intact. The delivery device was pulled out from the loading device for inspection. No visible defect was observed and no trace of blood in the tube. Measurements were taken for the delivery device; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure leak was not confirmed.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h10. Corrected section: h-3 (device not eval provide code) trackwise ID (B)(6). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). As usual, the main body was set and the umbrella was opened, but it was not hemostatic and the field of vision could not be secured. Inserted the heart string as usual and opened the umbrella, but couldn't stop bleeding because it was not in close contact, and couldn't secure the field of view of the operative field. A replacement device was used to complete the procedure

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). As usual, the main body was set and the umbrella was opened, but it was not hemostatic and the field of vision could not be secured. Inserted the heart string as usual and opened the umbrella, but couldn't stop bleeding because it was not in close contact, and couldn't secure the field of view of the operative field. A replacement device was used to complete the procedure.